Event description:
One sample with discrepant ft4 results. Initial result 39.1 pmol/l, repeat 15.5 (no unit of measure given). Information was not provided to determine if initial result was reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.